Event description:
It was reported that a homechoice device experienced a system error (se) 2240. This occurred while the patient was connected for peritoneal dialysis therapy. The reporter stated there was nothing unusual about the supplies and they had not disconnected prior to the alarm. The technical services representative (tsr) assisted the patient in clearing the alarm and advised them to start therapy over with new supplies. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.